Event description:
The customer reported that when performing routine testing, the therapy cable failed.

Manufacturer narrative:
The customer reported that when performing routine testing, the therapy cable failed. The factory has not yet received the device for evaluation and the complaint is still being investigated. A follow up report will be submitted upon completion of the investigation.